Event description:
A malfunction alarm labeled malf 9 was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears.